Event description:
It was reported that during a pulsed field ablation procedure, the guidewire protruded outside of the array during ablation of the right superior pulmonary vein and following ablation of the left superior pulmonary vein and left inferior pulmonary vein. The array was retracted into the sheath without resolution. The array was pushed back outward into the ring shape and the guidewire was inserted and retracted which resolved the issue. Following ablation of the right inferior pulmonary vein and upon retraction into the sheath, electrodes 1 and 2 kinked and could not enter the sheath. The tip of the loop was inserted first and the the electrode was attached to the back. An attempt was made to remove the device and was successful. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012793829 was returned and analyzed. The catheter was visually inspected and functionally tested. On the spiral array segment, a knotted array was observed. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution. During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck. During compatibility testing, catheter to the sheath, insertion failed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. In conclusion, the reported issues (knotted array, compatibility) were confirmed. The catheter failed return inspection due to the proximal end of nitinol array wire was completely dislodged from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Two images were received showing a pulse field ablation catheter spiral array knotted at distal tip. The lot and serial number could not be read. The physical product analysis has yet to be carried out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that when attempting to remove the device, the physician noted that the electrode near the tip would not enter the sheath, and under fluoroscopy, it was confirmed that the area near electrodes 1 and 2 was bent and got stuck when trying to fit it into the sheath. It was in a clumped/knot state. The physician applied some force to extend the slide control knob and tried to pull the electrode, resulting in a pronounced kink at electrodes 1 and 2. With three electrodes protruding from the tip, they tried to resolve the clumping/knot by pulling the nose toward the sheath, but the area near electrodes 1 and 2 was so severely bent that it could not be resolved. With about four electrodes protruding from the sheath tip, the slide control knob was pulled until the nose was first stored in the sheath. After that, the whole catheter was pulled into the sheath so that electrodes 2 and 3 would be the last to be stored, which allowed the catheter to be completely stored in the sheath.